Event description:
It was stated that the customer was hospitalized after being in a car accident. The customer was wearing the insulin pump at the time of the accident, but the nurse stated that it was not diabetes related. The nurse stated that the insulin pump had cracks and scratches due to the accident, and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a scratched liquid crystal display window. No cracked case was noted.